Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 console. The incident occurred in (B)(6). The electrical remote-controlled tubing clamps (erc) have been switched to test them by the hospital biomedical engineer; however, the error still happened. Therefore, according to the customer the issue is related to the pump. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 pump failed during procedure. In detail, the arterial clamp did not open or close from the pump. There was no patient injury.

Event description:
See intial report.

Manufacturer narrative:
A livanova field service technician was dispatched at customer site to inspect the unit and reproduced the issue. As troubleshooting, the non-volatile ram was cleared and software reloaded on the whole system (sensor modules, centrifugal pump panel and ep pack boards). Functional checks passed positively and unit was returned to service. Log files from cp5 system was retrieved and analysed, confirming the occurrence of error "pump_artclamp_command_timeout" that indicates that the system is detecting the erc clamp but the device is not responding to the command sent by cp5 panel. A device service history review has been performed and identified that the unit was manufactured in 2014 and no other similar event has been reported, no concerning trend has been identified. Based on all gathered information, the most likely root cause of reported event has been assigned to a memory overload of the nvram preventing the system to properly respond to commands. The risk is in the acceptable region. Livanova will keep monitoring the market.